Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing a rash under the right breast near the electrode. Patient reported that it was painful and itchy. There was no alleged device malfunction contributing to the irritation. Patient was prescribed powder/medication that was meant for fungus by a physician. Follow up indicated that the skin is getting better.